Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the c-arm is unable to perform geometry movements. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. Later, the customer informed that by performing the body calibration which was resolved and the system was returned to use in good working order. The codes have been updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was intermittently unable to perform geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.